Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was displaying an "er2" message. Per the onetouch ultra2 owner's booklet, an error 2 message can be due to "a strip or meter problem". The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time in (B)(6) 2011. The patient stated that he does not take any medication to manage his diabetes and denied making any changes to his usual diabetes management routine in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the patient claimed to have developed symptoms of "shakiness" and self treated with food/drink in response to the symptom. During troubleshooting, the cca noted that after the walking the patient through proper testing procedures as recommended per the owner's booklet, the reported issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms of severe hypoglycemia and received treatment for an acute complication of diabetes after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.